Manufacturer narrative:
The returned product was evaluated and performed as designed. Investigation results found no defects or deficiencies that would result in the cannula failing to insert correctly and/or the pump failing to deliver. The pod was downloaded and alarm code 0x18 was generated in the primary location indicating the pod had reach empty reservoir. This is not a failure of the device but is a safety feature of the device. The user would have been required to replace the pod or result to using back-up therapy. No actions currently required-this is a reported failure mode/issue from the field. There have been no confirmed product malfunction(s) that would result in this failure mode. All products are required to pass sterilization prior to release.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical intervention for the patient's site irritation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h / 2016; using the pod 5 / page 44. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: warning: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported that they developed a skin irritation while wearing the pod between 36 and 48 hours. The patient was diagnosed with contact dermatitis and treated with lotrisone .05-1% topical cream.